Event description:
It was reported the patient was admitted to the emergency department with a gunshot wound. The patient had little access and a central line had to be placed immediately. At which time, the catheter was placed into the patient's internal jugular by the resident. The physician reported that the blue end cap was not removed from the brown port and the catheter was placed over the wire. Approximately 12 hours later, an x-ray showed that the spring wire guide was still in the catheter extending into the patient. The wire and catheter were removed safely. The physician is not sure if another line was needed or not. Treatment continued without complications. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).